Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # ke8dhlr0, MFR. Date 05/01/2016, exp. Date 04/30/2019; batch # kd8ctdr0, MFR. Date 04/01/2016, exp. Date 03/31/2019 ; batch # kg8dmlr0, MFR. Date 06/01/2016, exp. Date 05/31/2019; batch # ke8cbtr0. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: I am sorry but we could not obtain any further information from the customer. Can you clarify if there was one patient with wound dehiscence post op? Did 2 sutures have knots open / untie post op the one procedure? Was any medical intervention indicated by the doctor post op for the dehiscence? Can you clarify if there was another wound dehiscence, date and surgeon? What is the current condition of the patient? Representative samples have been subjected to a visual inspection and in-vitro pull test, and results met the specified quality requirements. No further evaluation could be performed because there is no test available to determine knot tightness / slippage of a suture.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. After two or three days post-op, wound dehiscence was indicated; the knots opened without a change in the knotting technique. It was also reported by a doctor that the suture did not break, but was unable to knot. No further information is available.